Manufacturer narrative:
Review of pump data by tandem engineer showed that no record of any low blood glucose (bg) levels on (B)(6) 2016. There was only one bolus request made on (B)(6) 2016. User went through the ¿fill tubing¿ and ¿fill cannula¿ process twice within one hour on the night of (B)(6) 2016, and did not change the cartridge during the first process. There were no erratic basal rate adjustments. If user did not disconnect during one of the ¿fill tubing¿ and ¿fill cannula¿ processes on (B)(6) 2016 insulin would be delivered, and this could lead to low bg levels. Pump logs do not indicate that the insulin pump cause or contributed to low bg levels. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 60 mg/dl. The user addressed bg level by eating food. It was unknown what the cause of the low bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.